Event description:
It was reported that during a prostate procedure, the side-firing fiber was noted to "forward firing". It is unknown how the procedure was completed. No further information was provided. Patient outcome: "no damages to the patient".

Manufacturer narrative:
Product analysis does not support the reported issue of forward firing product evaluation: failure analysis for fiber (B)(4): the fiber does not show signs of usage; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the small amount of light escaping through the tip is similar to that of a new fiber and has no potential for forward firing; no failure found. Probable root cause: based on the results of the investigation, the product complaint could not be confirmed; there is no failure found with the returned product.

Manufacturer narrative:
(B)(4).